Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge remained static for an extended period of time despite routine pump usage. The customer's blood glucose (bg) level was 108 mg/dl. The customer declined to troubleshoot the issue with tandem technical support and indicated that the battery gauge began to deplete as expected.